Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit also had minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump received a button error alarm. The customer's blood glucose value at the time of incident is unknown. The customer does not recall any significant events leading up to the button error alarm. Troubleshooting was initiated for the button error, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.